Event description:
A malfunction alarm was reported by the customer, identified by error code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, including instructions for recharging and loading the cartridge. The customer successfully reset the pump with guidance and was informed they may begin or restart a cgm session after the reset. They were advised to call back if the malfunction code recurred, but no recurrence was noted after the reset. The customer acknowledged and understood the instructions provided.